Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Customer¿s blood glucose value had no adverse impact. The pump began charging with new supplies and customer continued to use the pump for insulin therapy.